Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump has cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at the reservoir tube window corner and cracked lcd window.

Event description:
Customer reported via phone, she was attempting to program a bolus and numbers stated to scroll. Customer stated it occurred when she pressed the up button to enter her blood glucose level. Troubleshooting was performed. Customer's blood glucose was 172 mg/dl. Customer didn't recall any significant event which may have cause the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.